Event description:
The user's hearing with the device is affected. Prior to this event the user's hearing with the device was good. Around two weeks ago he stopped hearing when using the audio processor (ap), another ap was tried but he still was not able to hear. The loss of sound was sudden.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device was affected. Prior to this event the user's hearing with the device was good. Around two weeks ago he stopped hearing when using the audio processor (ap), another ap was tried but he still was not able to hear. The loss of sound was sudden. The user has been re-implanted.

Manufacturer narrative:
Damage to the implant as might be caused by an external impact was determined to be the root cause of device failure. Even though no such event is mentioned in the recipient report, it is assumed that an accident/impact occurred. The problems given in the recipient report appear to match the damage found. This is a final report.